Manufacturer narrative:
The cement was consumed during the procedure. Review of the device history record cannot be performed as the lot code is unk. The event as reported was not attributed to any shortcoming of the device or info provided with the device. Cement leakage is a known and inherent risk of the procedure. Leaks can occur upon injection if the needle is in a vein or if unseen micro-fractures are prevalent. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports that during the vertebroplasty procedure, cement was injected into the vertebra. Screening with x-ray revealed that there appeared to be some contrast leaking into a large vessel. Upon post-op scanning, it became apparent that the cement had travelled down this vessel into the heart, leaving a trail of cement. Cement was found in the veins and heart of the pt. At this time, it is unclear as to what the results of this event will be.